Event description:
It was reported that there as a device related thrombus and the patient experienced a transient ischemic attack. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no patient complications reported. The patient was put on coumadin and aspirin following the procedure. The patient had a 45 day follow-up transesophageal echocardiogram(tee) performed. The images showed no leaks or clots present. Following this follow up the patient was switched to aspirin and plavix until their 6 month follow procedure. At the 6 month follow up tee, the images again showed no leak or clots present. The patient was then taken off of plavix and left on aspirin. On (B)(6) 2019 the patient presented with aphasia and suffered a transient ischemic attack(tia). They were admitted to the hospital. The patient then underwent a tee and the images showed that there was a large clot on the face of the closure device. There was no change in the seal of the implant still. The patient was hospitalized and placed on low dose coumadin and 81mg aspirin to resolve the thrombus. The effects of the tia subsided. The patient was discharged home.